Event description:
The customer reported that the speaker malfunctioned. Patient involvement is unknown. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Follow up for additional information confirmed that this case is a duplicate of another case that was created. It was further confirmed that the device displayed a speaker malfunction error, although sound was confirmed to be produced. Based on the information received, this case is no longer considered reportable. The event date was updated based on information in prior/duplicate case identified.

Event description:
The customer reported that the speaker malfunctioned. Patient involvement is unknown. There was no report of patient or user harm. Follow up for additional information confirmed that this case is a duplicate of another case that was created. It was further confirmed that the device displayed a speaker malfunction error, although sound was confirmed to be produced. Based on the information received, this case is no longer considered reportable.